Event description:
It was reported the asymptomatic patient presented in clinic. Upon attempting to interrogate, it was observed the patient's pacemaker had loss of radio-frequency telemetry. Programming changes were completed to address this issue. The patient was stable throughout.